Event description:
It was reported that six months after implant the patient developed (B)(6) bacteremia. The implantable pulse generator (ipg) and leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant product: 5076-52 lead, (B)(6) 2014. (B)(4).